Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to remove the cartridge, inspect the o-ring, and ensure the pump's areas were clean. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.